Event description:
The mind frame device spontaneously detached from the wire. The stent portion of the mind frame was positioned at the right m1 position when the mind frame device broke at the level of the wire. The mind frame was unable to be retrieved. Patient received antiplatelet therapy. The device was patent upon review .